Event description:
Applied medical, direct drive, disposable laparoscopic clip appliers fired and applied, the first clip as expected, but followed with the release of a loose, unfired second clip upon the first clips release from the device.